Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine device check, an alert for high, out of range high voltage lead impedance was observed. Programming changes were recommended.